Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, customer was not outside of the labeled operating altitude range. Customer's blood glucose was 100 mg/dl. Customer changed the pump cartridge. Upon follow up, customer reported the altitude alarm issue resolved.